Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, a field service engineer (fse) opened and closed every drawer and door associated with the unit, checked the rails, and popped open random cubie lids. Then, the fse found no problem on the station. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es broken drawers just made clicking noise. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.